Manufacturer narrative:
There were two possible lot numbers reported. The information for each lot number is as follows: medical device lot #: 1075264. Medical device expiration date: 28-feb-2026. Device manufacture date: 27-mar-2021. Medical device lot #: 2020895. Medical device expiration date: 31-mar-2027. Device manufacture date: 02-apr-2022. FDA notified: the initial reporter notified the FDA via uf/importer report#: mw111910 . Investigation summary: it was reported the needle broke off from hub. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a needle assembly connected to a syringe. The needle assembly shows the bottom part of the needle. The needle hub is transparent and helps to see the inside of the assembly. From the photo, it is not possible to confirm this needle is a bd needle assembly material 305106. Material 305106 has a different color hub than the needle hub shown in the photo. A device history record review was completed for provided material number 305106, possible lot numbers 2020895 and 1075264. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these possible lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ 30 g experienced a broken needle. The broken portion of the needle became embedded within the patient, and required imaging to locate. The broken needle portion was not retrieved during imaging. The following information was provided by the initial reporter: after removal of local anesthetic injection, utilizing a 30g/ 1.3 mm needle, it was noted that needle broke off from hub and remained lodged in patient. Can you please provide additional details in regards to the issue? Surgeon was performing a pudendal nerve block. After injecting the local anesthetic, and removing the needle, it was noted that the needle was broken off from the syringe. Did you experience any adverse events as a result of this reported defect? Retained needle. How was the needle removed? The needle could not be retrieved. Was an x-ray, ultrasound, CT scan, or MRI performed and if so what were the results? Imaging was performed. Needle was visualized, but could not be retrieved during procedure.